Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 518 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. A correct bolus via the pump was administered to address bg level. Customer changed the cartridge to resolve the issue and resumed insulin delivery. At time of follow up with tandem technical support the customer¿s blood glucose was 137 mg/dl.